Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer did disclose that they generally acquire their batteries from a 3rd party source. However, it is unclear whether the battery used in this complaint event were getinge batteries additional information has been requested, and a supplemental report will be submitted if necessary.

Event description:
It was reported that, during use on a patient in battery mode, the cs300 intra-aortic balloon pump (iabp) shut down. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The customer report that they evaluated the iabp and ran the internal battery test. After being readied and plugged in overnight, the iabp's internal battery test ran for almost 4 hours. The customer determined that the battery pack is serviceable and returned the iabp back to clinical use.

Event description:
It was reported that, during use on a patient in battery mode, the cs300 intra-aortic balloon pump (iabp) shut down. There was no patient harm and no adverse event was reported.

Event description:
It was reported that, during use on a patient in battery mode, the cs300 intra-aortic balloon pump (iabp) shut down. There was no patient harm and no adverse event was reported.